Event description:
The report stated that during a laparoscopic hysterectomy, the device jaws could not be closed. However, the knife mechanism was working, allowing the knife to be deployed when the jaws of the device were open. Another device was used to complete the procedure without incident. There was no patient injury.

Manufacturer narrative:
(B) (4). (B) (4). The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.